Manufacturer narrative:
A product investigation evaluation was preformed: the shaft of the screw is broken about 3mm below the screw head. There is also a strongly damaged fragment of the shaft enclosed, but it cannot be defined to which of the two heads it belongs. Dimension: the relevant dimensions of both screws were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Material: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Conclusion: no product fault could be detected. The lot 8633274 was manufactured with a lot size of 237 pieces in september 2013. The lot 9343804 was manufactured in february 2015, all parts are sold and we are not aware of any other complaint for these article- and lot numbers. Based on the provided information we are not able to determine the exact cause of this breakage and can only assume that a mechanical overload, may be because of the in the description mentioned strong bone, caused the breakage of these screws. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a dhs procedure both screws broke when being tightened into the plate. There was no patient harm. Patient was of large stature (not obese) and in his late 30's with very strong cortical bone. The surgery was prolonged about 10mins. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported device is not distributed in the united states, but is similar to device marketed in the USA explant date: not explanted. (B)(6). Device history records was conducted. The report indicates that the manufacturing site: (B)(4), manufacturing date: 30. Sep. 2013, expiry date: 01. Sep. 2023, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.